Event description:
It was reported that the patient having difficulty charging and having to charge the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a week from the date the manufacturer became aware of the event.